Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the location was not displayed during medication removal. A technical support specialist (tss) performed a full synchronization, after which the pocket location displayed correctly during medication removal, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had an issue where the location was not displayed during medication removal. Instead of showing the pocket location, it only displayed the medication name and date. The customer confirmed that mapping was correct, but the location was not consistently attached to medications during removal. The issue was observed for all medications within one device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.